Manufacturer narrative:
UDI (B)(4). The skull bolt was returned for investigation. The skull bolt was visually inspected; dried biological debris was blocking the passage. No other defects noted. Review of the history device records was not possible as the lot number was unknown. The root cause for the occlusion was due to biological debris.the root cause for erratic readings could not be determined, as the microsensor was not returned. Trends will be monitored for this or similar complaints.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
It was reported that the microsensor was inserted by neurosurgeon. Instructions for insertion and use were followed. Immediately after insertion, the measured icp was approximately 30. Within thirty minutes the icp was 0. Within an hour of insertion there were very large vacillations in the icp. The icp would read over 300 and -6 within seconds. Any movement of the patient or external portion of it was reported would exacerbate this.